Event description:
It was reported that the bd syringe 20ml ll s/c 50 had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. I¿m one of the buyers for prohealth care. I was provided your contact info as our rep for bd syringes. Staff have brought up a concern with syringes that are leaking. They have some screen shots to show lot numbers. I¿ve copied jen flahive our materials coordinator for the waukesha surgery dept. Please let us know what other info we can provide. Has this issue been brought to your/bd¿s attention by other facilities?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: six photos were received by our quality team for evaluation. Four of the photos show the packaging and two of the photos show the syringe a white liquid in the fluid path where it is seen that the liquid passes the first rib of the stopper. The reported incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's evaluation, it was not possible to determine a root cause based on the photo alone. A physical sample is needed to conduct further investigation. Operational personnel were notified of this event. This incident has been added to our database of reported incidents.